Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had decreased over time, and was low after a routine generator change. The lead was inspected for damage and the physician decided to leave the lead in use. No patient complications have been reported as a result of this event.